Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-aug-22. It was reported that the pump was to be explanted on (B)(6) 2017. It was confirmed that the pump was currently turned off, and would be discarded once it was explanted.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter, UDI# asku. Analysis of the pump is not being performed at this time due to the legal status of the event. A follow-up report will be submitted if analysis is completed. The catheter was returned, and analysis found coring-tears-cuts in the seal of the sc connector that met the leak criteria. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2018-jan-09 indicated the failures were under investigation. The patient had injuries of underdelivery and failure of therapy. The date of injury was under investigation. No further complications were reported.

Event description:
Information was received from a healthcare provider on (B)(6) 2017 regarding a patient receiving bupivacaine and morphine (both at 1 000mcg/ml and 200mcg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient's physician left, and the patient did not get refilled. In (B)(6) 2017, the empty pump alarm occurred and the patient went through withdrawal. It was noted that they had decided to turn the pump off and explant it. The change in therapy/symptoms was considered sudden. The pump off code was provided. No further complications were reported or anticipated.